Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided.

Event description:
It was reported patient came due to mobility in the crown when doctor check up discovered the implant fractured and was removed from patient´s mouth. Other implant was placed

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. An osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractured at the threads. Pre-existing condition noted on the per is clenching. The reported device was located on tooth # 36 and was used for approximately 2 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2019021414). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019021414) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.